Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had experienced a loss or change of therapy; the patient had been having accidents and voiding on themselves. They did not get up to go to the bathroom in the night, as they had been, until the morning. The patient wasn't feeling stimulation yesterday ((B)(6) 2016) so they increased it, however it was uncomfortable and they were tender in the vaginal area after they had increased it. The caller lowered the stimulation to a comfortable level. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.